Manufacturer narrative:
Zoll has not yet received the autopulse li-ion battery in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
Initially, the customer reported when the autopulse li-ion battery (s/n (B)(4) was placed in the autopulse multi-chemistry battery charger (mcc), the charger displayed a "question mark" symbol. This symbol is displayed on the mcc along with the orange/amber led, indicating that the user should leave the battery in the charger until the conditioning process completes and the green led illuminates. The customer stated that during shift check, the battery was inserted into an autopulse platform but did not power on the platform. Upon follow-up, the customer stated that the mcc eventually displayed a green led (ready symbol), and the battery's status leds were showing green lights, indicating that the battery was fully charged. The customer was unable to recall if the leds on the battery were flashing green or solid green. No patient involvement. The reported autopulse li-ion battery was manufactured in june 2018 and is over 4 years old. Zoll recommends replacing batteries that have exceeded their expected life of 3 years.